Event description:
It was reported that this right ventricular (rv) lead was presenting loss of capture and impedance change but remains within normal range. Fluoroscopy evaluation was made, which reveled the lead stable; therefore a micro-dislodgment was confirmed. The lead was successfully repositioned. No additional adverse patient effects were reported.